Event description:
It was reported that the ilet user experienced hyperglycemia after consuming a bacon, egg, and cheese sandwich followed by a delayed sugary mocha that was sipped over time. The user announced the meal late and selected an incorrect meal size, while the pump, infusion set, and site were functioning and attached. Symptoms included hyperglycemia peaking at 252 mg/dl without other reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to announcing incorrect meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.